Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 240.4150. Customer wanted to know how to fix this error code. Technical support - replace the bottle-side pressure sensor. A review of the device history record for (B)(6) was performed from date of manufacture 07/13/2017 to present date 10/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - replace the bottle-side pressure sensor. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #pa-2014-0026 for pressure sensors.

Event description:
It was reported that the device had error code 240.4150. No patient involvement was reported.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 240.4150. Customer wanted to know how to fix this error code. Technical support - replace the bottle-side pressure sensor. A review of the device history record for sn(B)(6) was performed from date of manufacture 07/13/2017 to present date 10/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - replace the bottle-side pressure sensor. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #pa-2014-0026 for pressure sensors.

Event description:
It was reported that the device had error code 240.4150. No patient involvement was reported.